Event description:
It was reported that "the doctor found cuff leakage during using on patient. Then changed new one, no impact on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of 'cuff leakage during use' was confirmed upon the investigation of the returned sample. The clear cuff was visually observed under magnifying camera to observe the leak and cut marks were observed on the cuff. Bronchial tube was inflated using a calibrated endotesta for both clear and blue cuff and the bronchial blue cuff was able to maintain its pressure at 25mbar and the tracheal clear cuff was unable to maintain its pressure at 25mbar. Additionally, 100% water leak test, was performed and this obvious defect was able to be detected. A device history record review was performed, and no relevant findings were identified. The root cause of the complaint was not determined at the time of this report. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the doctor found cuff leakage during using on patient. Then changed new one, no impact on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).